Event description:
The customer reported that following a ptca/stent procedure in june 2002 a vasoseal es was deployed, the day after the procedure a small hematoma was observed. The patient was kept in bed for 24 hours. The second day the patient had a strong inguinal pain and the hematoma grew larger (less than 6 cm). The complication was treated with fibrin glue under doppler control with good results. No further complications were reported.